Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an urgent care visit due to high blood glucose of 426mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the father to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. The father stated that when he gave his son a shower the night before they suspended the insulin pump, and when he put the device back on, his son's active insulin time was less than what it was prior from taking the device off. No further information was provided.